Event description:
The reporter stated that during a spinal surgery procedure using the coral system, when the surgeon was attempting to attach a small adjustable cross connector it dismantled. The surgeon used a second cross connector and it dismantled also. The surgeon then used a medium cross connector which functioned correctly. Integra has requested additional clinical information.

Manufacturer narrative:
A review of the device history record showed no anomaly. Integra's investigation determined that the condition of the returned parts and the description of the surgery made the exact root cause difficult to determine. The parts are in good condition, no marks or scratches and other than the pivot head end separated appear normal. If the cross connector is mated with the rod and the rods are out of alignment enough that the cross connector does not easily fit, it can be forced into position at angles that would cause this separation. The likely cause is the polyaxial head was forced to and extreme angle (over angulated) and separated from it's socket. No corrective action is required. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.